Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the patient did not release it. A technical support specialist reviewed the provided patient information, confirming that the patient was now admitted, with orders successfully populated and the patient available for further action. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, a patient designated as a temporary patient does not have any medications available for retrieval. The customer reported that the nurses were still having trouble getting medication for a patient listed as temporary. They found the patient but couldn't access the medication from the pyxis. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.